Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to shorted u727 and u728 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it failed incoming functionality testing.